Event description:
Boston scientific received information that the right atrial (ra) lead is suspected to have a micro dislodgement due to increased threshold measurements of 4.5v at 1.0ms. It was noted that the ra lead sensing and impedance measurements were stable at 0.7mv and 460 ohms. The ra lead was explanted and a new lead was successfully implanted. Access for the new lead was achieved by sticking an 0.35 needle in the insulation of this lead. No adverse pt effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is, therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.